Event description:
During an initial implant procedure, it was not possible to interrogate the right ventricular (rv) leadless pacemaker (pm). The rv lp was explanted and replaced to resolve the event. The patient was stable.